Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV and ptosis

Event description:
USA. Allegedly, the patient first noticed symptoms a couple of months after the surgery. The symptoms reportedly continued to progress, with the breast becoming firm and developing superior malposition and pain, consistent with a reported diagnosis of baker grade IV capsular contracture on her left breast, and a bilateral mild ptosis (l:24072301-24/ r: unknown)